Event description:
Light source turned on in or which hung over drape and immediately smoke developed and a burn was noted on the drape. No injury occurred to pt or staff, however, potential was high due to flame.